Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead screw "was not able to leave the tip of the electrode" at implant; consequently, the lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. Distal conductor distortion due to over-rotation in the connector is present however helix functions within specification.